Manufacturer narrative:
Date of event and UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received with scratches on the front cover, corroded quick connect, discolored pole clamp, cracked water tank cover, and a faded plate clip. Functional testing confirmed the complaint; it was leaking from the bottom of the water tank cover. Root cause was attributed to overtightening of the screws on the water tank cover, causing it to become cracked. Replaced water tank cover, quick connect, plate clip, pole clamp. Performed preventative maintenance, changed o rings and reservoir gasket. Calibrated device. The device passed all functional tests after the completed repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.